Manufacturer narrative:
Technician determined that logic switch in the trendelenburg box was not functioning. Technician replaced the logic switch to resolve the issue.

Event description:
Technician alleged that the bed would not go into trendelenburg positions.